Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caregiver reported the customer received low adc freestyle libre sensor scan results when compared to readings obtained on the built-in reader. Caregiver reported receiving scan results of 'lo' (reading less than 40 mg/dl) and contacting a healthcare professional by phone who advised the caregiver to treat the customer with a glucagon injection. Additionally, readings of 350 mg/dl and 455 mg/d were obtained on the built-in device at an unspecified time and customer was treated with insulin "to stabilize" glucose. No further treatment was reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caregiver reported the customer received low adc freestyle libre sensor scan results when compared to readings obtained on the built-in reader. Caregiver reported receiving scan results of 'lo' (reading less than 40 mg/dl) and contacting a healthcare professional by phone who advised the caregiver to treat the customer with a glucagon injection. Additionally, readings of 350 mg/dl and 455 mg/d were obtained on the built-in device at an unspecified time and customer was treated with insulin "to stabilize" glucose. No further treatment was reported. There was no report of death or permanent impairment associated with this case.